Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the correct software had been installed prior to shipment. Item number 21-2127-0105-01 corresponded to the manual mode (m) configuration. However, the rear label that was debriefed did not match the item number. A blue rear label was recorded, whereas the correct label for this pump should have been 10017409-001, which appears directly above the label shown in the screenshot. Item 21-2127-0105-01 should correspond to label 10017409-001. The cadd solis black unit was returned with pharmguard installed and a blue rear label applied. The event had occurred upon power on.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to incorrect software/rear label. As a result, the correct label was applied and correct software installed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.